Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced fluctuating blood glucose (bg) levels, ranging from 39 mg/dl to 360 mg/dl. The customer addressed the low bg level by drinking a sugary drink and addressed the elevated bg by delivering boluses via the pump. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. A recommendation was made for the customer to discuss bg levels with their healthcare provider.